Event description:
It was reported after reprogramming, the patient continues not to receive effective stimulation coverage. The patient's pain pattern is in her back; however, the patient feels stimulation in her legs. The patient will consult with her physician and follow-up with the sjm representative at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.